Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed no delivery after customer dropped the insulin pump to the floor hard. Customer stated that she was hospitalized for injuries and was not diabetes related. Customer was not wearing the insulin pump while in the hospital. Customer reported she changed batteries and changed the infusion set and reservoir but did not work. Customer requested for insulin pump replacement. Customer reported she was hospitalized last summer for low blood glucose. Customer blood glucose was 28 mg/dl and 32 mg/dl because she had been sick with a virus and had not adjusted her basal rates. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.